Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via e-mail that the insulin pump had a scratched screen and was hard to read. The customer's blood glucose was unknown at the time of incident. The representative stated that the customer had trouble with frequent battery change, rewind was slow, backlight was dim and there was unexplained no delivery alarms. The representative also stated that the customer had a seizure due to low blood glucose. The insulin pump will not be returned for analysis.